Event description:
The biomedical engineer (bme) reported that the patient(s) data for 2 bedside monitors have disappeared from the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the patient(s) data for 2 bedside monitors have disappeared from the central nurse's station (cns). No patient harm was reported. Concomitant medical device: the following device(s) were used in conjunction with the cns: bsms: model #: bsm-1733 serial #: (B)(4) device manufacturer data: 03/15/2016 unique identifier (UDI) #: (B)(4). Model #: bsm-1733 serial #: (B)(4) device manufacturer data: 03/11/2016 unique identifier (UDI) #: (B)(4). Model #: bsm-6501a serial #: (B)(4) device manufacturer data: 08/17/2015 unique identifier (UDI) #: (B)(4). Model #: bsm-6501a serial #: (B)(4) device manufacturer data: 07/24/2015 unique identifier (UDI) #: (B)(4).